Event description:
According to user, it has been happening for awhile. The incident that caused dawn to report the incident was during an aorta case. She was unable to get the soft insert onto the ¿pin¿, it broke and a ¿liquid¿ leaked out. Dawn stated that the ¿pins¿ seem to be too close together. ¿we are having difficulty loading our soft sides of the fogarty inserts. To the point that I broke one and was covered with oil. The sharp legs seem to be bent and will not reach the holes.¿.

Manufacturer narrative:
Sample #1-customer report was not confirmed. The hydra insert was measured per. Print. The punched tabs were measured between the front and rear tabs and found to be within spec. At 0.656" and the spec. Is 0.656"+/-.0015". The insert was attached to the lab test clamp and found to fit tight and flat. There was no leakage from inside the insert. Sample #2-customer report was not confirmed. The hydra insert was measured per. Print. The punched tabs were measured between the front and rear tabs and found to be within spec. At 0.656" and the spec. Is 0.656"+/-.0015". The insert was attached to the lab test clamp and found to fit tight and flat. There was no leakage from inside the insert. Sample #3 -customer report was not confirmed. The hydra insert was measured per. Print. The punched tabs were measured between the front and rear tabs and found to be within spec. At 0.657" and the spec. Is 0.656"+/-.0015". The insert was attached to the lab test clamp and found to fit tight and flat. There was no leakage from inside the insert.